Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description:"patient transfer to oys to continue respiratory support therapy initiated with airvo2 device. A hamilton t1 respirometer has been purchased for hospital transfers and has been validated for out-of-hospital transfers. The hamilton t1 respirometer is ready for use. Respiratory support required by the patient needs active humidification of the breathing air. A hamilton h900 humidifier is available in the unit for the hamilton t1 respirometer. The humidifier chamber to the hamilton h900 humidifier leaked water at the connection point. The same problem recurred when a new chamber/hose was replaced. Found h900 active humidifier unsuitable for patient care. Safe and appropriate treatment of the patient cannot be performed with this device in this case."